Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast test and full functional testing without duplicating the report. A visual and internal inspection found no discrepancies. The error log was manually cleared prior to our evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.